Event description:
It was reported that a right atrial (ra) lead integrity alert (lia) was triggered when the lead exhibited high, undefined impedance and loss of capture. A fracture was suspected due to subclavian crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.